Manufacturer narrative:
Corrected information: the device was originally placed on (B)(6) 2017. User facility, company representative. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. A review of the device history record for the lot in question revealed two non-conformances; however this product was scrapped prior to completion of the finished lot. There have been no other complaints in reference to this lot number. The complaint device was not returned; therefore, no physical examination and testing could be performed. However, an image was included in the complaint which showed the mac-loc assembly and connector cap separated from the flared tubing outside of the patient. However, with the photo alone, we were unable to determine if the tubing flare was too small. Based on the information provided, the results of our investigation, and without visual inspection of the affected device and dimensional measurement of the tubing flare, we are unable to determine with certainty the root cause. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the device separated. The device was originally placed on (B)(6) 2017. The separation occurred on (B)(6) 2017, and it necessitated the removal and replacement of the device. No further complications were reported.